Event description:
Procedure type: sigmoidectomy. According to the reporter: when they backed out the eea, it tore the anterior part of the colon. There was no specific statement that the staple line was involved.

Manufacturer narrative:
(B)(4).